Event description:
Attorney reported: in 1998 - the pt was implanted with a kugel mesh patch. In 1999 - the pt was implanted with a kugel mesh patch. In 1999 - the pt incurred explant surgeries. In 2000 - the pt was implanted with a kugel mesh patch. In 2001 - the pt incurred explant surgeries. In 2001 - the pt was implanted with a composix kugel mesh patch. In 2003 - the pt incurred explant surgeries. The pt has suffered from chronic abdominal pain, recurrent hernia status and a history of the implanted products' movement within the abdominal cavity.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-174 for information related to the mesh implanted in 1998. See MDR 1213643-2009-175 for information related to the mesh implanted in 1999. Information related to the composix kugel mesh implanted in 2001, will be reported.